Event description:
It was reported that black particles came out of the u driver - european and entered the surgical site of the patient during an osteotomy procedure at the user facility. The wound was cleaned deeply and antibiotics were given to prevent infection. The procedure was completed successfully using back-up equipment with no delay. No other adverse consequences were reported. It was also reported that during testing conducted at the manufacturer facility the u driver - european caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that black particles came out of the u driver - european and entered the surgical site of the patient during an osteotomy procedure at the user facility. The wound was cleaned deeply and antibiotics were given to prevent infection. The procedure was completed successfully using back-up equipment with no delay. No other adverse consequences were reported. It was also reported that during testing conducted at the manufacturer facility the u driver - european caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for bias current message was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The potted trigger assembly did not work correctly. The failure for black substance was not confirmed.